Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report synthes europe reported an event in (B)(6) as follows: it was reported that the proximal femoral nail (antirotation) pfna broke postoperatively at the hole for the pfna blade. Revision surgery was performed to address the broken nail and the nail was explanted. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: the review of the device history record review shows no irregularities. A product investigation was completed: the investigation of the end-cap has shown that the hexagon and the surface on the top is worn out. Unfortunately we are not able to determine the exact cause which leads to damage without further details. It is likely that the end - cap was subjected to tremendous forces during implant or removal could lead to this damage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected data: follow up report 2 was initially submitted with incorrect follow up number 3 on september 02, 2015. On december 19, 2019, it was requested that a follow up report with number 2 be submitted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code - hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. Implant and explant dates were not provided by reporter. (B)(4). There is no report of a product malfunction; however, this device cannot be disassociated from the reported adverse event. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.